Event description:
This device was explanted same day as implant due to it was unable to be interrogated. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device could not be interrogated with a programmer, thus confirming the clinical observation. Inspection of the devices memory contents showed that the device documented many consecutive resets. The root cause of these resets could not be established. However, it is plausible to assume that the device was subjected to temperatures colder than the specified minimum of -10 c (14 f) during storage or transport. Exposure to temperatures outside this range has been shown to result in this type of malfunction.